Event description:
It was reported that the device was used during an unknown procedure. The bottom jaw was distorted. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device b: other # = (B)(4) (batch #); exp date = 9/7/2013. Manufacture date: device b: 10/7/2011. Device c: other # = (B)(4) (batch #); exp date = 08/30/2013. Manufacture date: device c: 9/30/2011. (Device b): devices a and c were received with the electrodes separated from the ceramic and the cables cut off. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Functional testing could not be performed due to the instruments having the cable cut off. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The bottom jaw was according specification. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.